Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that during the trial procedure the patient experienced pain in the left arm when the second lead was placed. The procedure was stopped and the lead was removed. The patient is recovering and may be re-trialed in the future.